Event description:
Autoimmune issues began 1 year after smooth saline mentor breast implants (B)(6) 2005 under muscle. I've suffered issue upon issue since implanting. I feel I have bii from the plastic silicone shells and faulty valves. I have pain in left side with baker grade 1-2 and rippling which indicates leakage. I had lupus dx in 2006 but feel it is bii from implants. FDA safety report ID# (B)(4).